Event description:
It was reported that since one or two months, hearing sensation stopped from time to time. Since approx two weeks the pt is no longer able to hear with her vibrant soundbridge. The external parts were checked. A CT scan shows the fmt to be in place. A rtf measurement did not detect any signal. Due to pt's mastoid topology, as a consequence of several previous surgical interventions, the vorp is located in an atypical position.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.